Event description:
This report is being filed as an adverse event, solely to comply with the FDA's blood loss policy. During the first few minutes of a routine hemodialysis treatment, the cycler displayed low venous and effluent pressure alarms. The operator noted that air was visible in the arterial line. Treatment was terminated without rinseback, which resulted in a 210cc blood loss. No medical intervention was required.

Manufacturer narrative:
The cartridge was returned to nxstage for evaluation, which included leak and flow testing, and no problems were found. Nxstage reviewed the event with the facility. The reported pressure alarms have been attributed to vascular access flow issues. The cycler alarmed appropriately. There is no evidence of a device malfunction. The operator elected not to rinseback the blood. The user's guide provides adequate instructions for troubleshooting pressure alarms, air removal, and rinseback and states that rinseback should be promptly performed in the event of an unrecoverable alarm. Facility staff have provided additional user training. A direct correlation between the nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed.